Event description:
This incident was reported to me from nurse manager, circulator, and scrub person. Patient status post tonsillectomy bleed. The surgeon was using both a bipolar and a monopolar cautery on the case. The valleylab bipolar forceps were used as a retractor to expose behind the base of the tongue. It was not attached to the cautery machine. The aesculap bipolar forceps and the valleylab suction coagulator e2505-10f were used to resect the uvula and cauterize the tonsillar fossa. The surgeon stated the only explanation he could give for the source of the burn was current flow to the retraction forceps. He stated that the area that was cauterized was always in his direct view, and no arcing or sparking was noted.